Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer stated that there was difference between sensor reading and meter reading. Customer¿s blood glucose level was 600 mg/dl at the time of event. Sensor glucose value at the time of event was 300 mg/dl. Customer stated that insulin pump was not suspended due to difference. Customer stated that due to sensor glucose and blood glucose reading they almost had a diabetic ketoacidosis. The customer declined the troubleshooting. The device will not be returned for analysis.